Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Investigation result: the reported gladius mongo 14 es guide wire was returned for investigation. The returned gladius mongo 14 es guide wire was found with its core wire fractured at approximately 16mm distal to the proximal solder (set at 30mm from the wire tip to fix the outer coil onto the core wire) and the polymer jacket torn at approximately 12mm distal to the proximal solder. The outer coil of the guide wire was stretched for approximately 115mm from the torn end of the polymer jacket. The stretched polymer jacket was intermittently adhered on the stretched outer coil for approximately 18mm.the very distal segment of the outer coil was covered with the polymer jacket for approximately 20mm from the wire tip, while the polymer jacket was distally gathered for approximately 8mm from its proximal torn end. The ball tip was found at the very distal end of the guide wire, suggesting that the outer coil was intact. After the polymer jacket was removed for observation purposes, microscopic observation found that the core wire fracture segment on the proximal side was bent. The core wire on the distal side was found bent just as the proximal side and fractured at approximately 15mm from the wire tip. On the distal side, the inner coil was exposed but had cut ends that had been made during manufacturing process, which indicated that the inner coil was intact just as the outer coil. Observation by scanning electron microscope (sem) of the fracture ends of the core wire, both on the proximal side and distal side, found uneven fracture surfaces as well as circumferential cracks, which were typically observed when bending force was applied. The outer coil on the distal side was then removed to observe the inner coil underneath. As the core wire was found fractured at approximately 8mm from the wire tip, the inner coil was stretched, when the core wire fragment of approximately 6mm in length was found trapped in the inner coil. Observation by sem of the distal fracture end of the core wire fragment and the proximal fracture end of the tip segment found uneven fracture surfaces as well as circumferential cracks, which were typically observed when bending force was applied. These findings suggested that the core wire of the subject gladius mongo 14 es guide wire was fractured at approximately 8mm and 14mm from the wire tip, while the polymer jacket was torn at approximately 18mm from the wire tip. Based on measurement of the returned guide wire and observation of the core wire fracture ends, it was concluded that the entire guide wire was returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that bending stress might have been locally applied to the distal segment of the subject gladius mongo 14 es guide wire while its distal segment had been caught due to anatomical and lesion conditions. Consequently, the core wire was fractured. As tensional stress was applied during withdrawal, the outer coil was stretched together with the polymer jacket, causing the polymer jacket to be torn. Although it was concluded that the reported event was not attributed to product quality, it was concluded that possibility could not be completely ruled out that the wire fragment might be left in situ if the event were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. - always advance and withdraw the guide wire slowly. - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. - do not perform stent placement using more than one guide wire or wire operation through stent strut. [Malfunctions and adverse effects]. - separation or breakage of the guide wire.

Event description:
It was reported that an asahi gladius mg14 es guide wire was used during a percutaneous peripheral intervention (ppi) to treat an in-stent re-stenosis lesion with smaller lumen in size in the mildly calcified superficial femoral artery (sfa), when a part of the polymer coating of the guide wire. It was informed that there was no such health hazard as fragment left in situ that was caused to the patient. A new guide wire was used to successfully complete the procedure.